Event description:
The customer reported after insertion they went to clamp the hub with the slide clamp, and the slide clamp cut the tubing at the hub. They had to remove the line and reinsert a new line. There was no patient harm or complications.

Manufacturer narrative:
(B)(4). The customer returned one PICC/delta catheter for evaluation. The device showed signs of use in the form of biological material. After the catheter failed functional testing, it was microscopically examined. A small separation of the luer hub and distal extension line was found. The appearance of the damage is consistent with a continuous tensile force on the luer hub and extension line body, which caused the extension line to be slightly pulled out from the hub. The catheter body was cut just below the 20cm mark. The inner and outer diameter of the distal extension line were measured and were found to be within specification. The catheter was cut at 7 7/8" from the juncture hub. The catheter was functionally tested by clamping off the distal end of the catheter and attaching a lab inventory syringe filled with water. When the plunger was compressed, water leaked out of the extension line near the luer hub. A manual tug test confirmed the extension line body was secure within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with the kit warns the user, "alcohol and acetone can weaken the structure of polyurethane materials". The IFU also cautions, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure." The customer report of an extension line leak was confirmed by complaint investigation. The returned distal extension line was partially separated at the luer hub, which allowed leaking to occur. The appearance of the damage is consistent with a continuous tensile force being placed on the luer hub and extension line body. The returned sample passed all relevant dimensional testing and a device history record review was performed, with no relevant findings. Based on the customer report that the defect was observed after insertion and the appearance of the damage on the returned sample, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaint of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported after insertion they went to clamp the hub with the slide clamp, and the slide clamp cut the tubing at the hub. They had to remove the line and reinsert a new line. There was no patient harm or complications.